Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this patient with a cardiac resynchronization therapy defibrillator (crt-d) felt faint while he was walking his dog and collapsed. The patient had presented to the emergency room for treatment, and follow-up attempts to gain additional information were not successful. The device remains in-service. No additional adverse patient effects were reported.